Manufacturer narrative:
The technician found that the communication cable was cut and bare wires were exposed. The sidecom board had bent pins where the communication cable connects. The communication cable appeared to have been ran over while the bed was transit. Per hill-rom's health hazard evaluation: during usage the pins from the port connected to the facility wall side may become damaged (broken, bent etc). The primary root cause for this is that the communication cable is not properly removed fro the wall and secured to the bed frame before transporting the bed. When the communication cable is pulled from the wall at an angle there is a potential for the pins/connector to get damaged. This is an inherent product use case issue (potential misuse) and not a product failure to meet the specified performance requirements. Nurse call systems in accordance with ul 1069 requires that the nurse call function be supervised, meaning that if for any reason the circuit is interrupted a nurse call or trouble signal is sent to the nurse's station. What this means is that there is no way for a sidecom communication cable to have a bent pin, broken wire or other issue in the nurse call circuit without the facility staff having knowledge without prior cancellation of a nurse call. The communication cable and side com power control board assembly were replaced by the technician to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the nurse call function was not ringing at the nurse's station. The bed was located on the 5th floor at the facility. There was no patient/user injury reported. (B)(4).